Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip replacement procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, upon the second pass, the needle snapped just below the swage. The distal portion of the needle was retrieved from the patient safely and another like barbed suture was used to complete the procedure. The surgeon opined that the tissue was not of good quality and may have been the cause. The surgeon routinely uses this same type of the needle for this closure. There were no adverse patient consequences reported. No further information is available.